Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. No gross damages were observed. The device was functionally checked with a sample tibial template and was able to be fully assembled with the sample part. Functional testing of the subject handle found the device to be fully functional. Based on the results of the investgation into the associated tibial template pr, the subject handle did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was repored that the template could not be assembled with alignment handle.

Event description:
It was reported that the template could not be assembled with alignment handle.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.